Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to the zoll approved business provider. The customer's report was observed during review of the device data logs. The customer replaced the multifunction cable and the device successfully passed both self-test and shock test without duplicating the report. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.